Manufacturer narrative:
The following other devices were also listed in this report: trident acetabular shell 55 m, inner 0 degree elevated poly liner 36 mm, biolox ceramic head 36 mm -2.5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient called regarding she is walking with a cane after right anterior total hip surgery (B)(6) 2016. She did confer with surgeon who explained 3 situations to her: taking longer to heal, possible infection which was ruled out by bloodwork, 10% that doesn't do well with the device.